Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was having difficulty communicating and charging. It was noted that the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.